Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had a ventricular tachycardia (vt) that was unable to be converted by therapy delivery, with all therapy exhausted. Additionally, during the vt episode there was a high out of range shock impedance measurement and a fc1005 code was displayed by the device due to the high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data, with ts noting the shock impedance increased gradually. Ts recommended replacing the right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.